Event description:
It was reported that while using the af02 attachment on an em100-a motor, the f2/8ta23 tool pierced the foot plate of the attachment. Surgeon stopped when he noticed the tool had cut the patient's dura. The hospital called sales representative immediately and reported the incident. Sales rep inspected the em100-a motor and found that a tool does not remain locked in the motor. It is available for return. The af02 attachment is currently in the possession of the hospital until they finish with their reports. The patient is still in the hospital but the only injury to the patient was the tear in the dura. No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed based on photographs. Evaluation of the photographs determined that the footed portion was damaged by tool contact. The af02 was not returned by the user facility. The em100-a motor was returned and it was noted that there was a build up of debris in the tool channel preventing the tool from being properly seated. The tool was not returned for evaluation. No additional information was available on follow-up. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. The af02 has been in use for 25 months without any record of factory service.